Manufacturer narrative:
The doctor prescribed bactrim and pyridium to help alleviate the symptoms for the patient. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that three (3) patients had experienced a reaction with symptoms of burning and urinary incontinency after having a cystoscopy procedure performed with instruments that were sterilized with metricide plus 30. This is the first of three (3) reports.